Event description:
Pt has chronic right lower extremity wound. Wound dressing is silverlon. Pt was sent to MRI - r/o osteomyelitis, silverlon dressing went into MRI scan with the pt and the pt experienced severe burning pain at wound/dressing site during the scan. Pain resolved after the scan was completed. Wound was checked and no sign of thermal injury was noted.